Event description:
Medtronic (covidien) received information that this clinical study patient experienced vasospasm during a mechanical thrombectomy procedure. A 100 mg of nitroglycerine was given and resolved the vasospasm. There were no further patient complications reported.

Manufacturer narrative:
(B)(4). The device was not returned for analysis as it was discarded by the user facility. (B)(4).